Event description:
It was reported that a pt underwent left shoulder arthroscopy with acrominoplasty and distal clavicle resection. During the procedure, the tip of the serfas radiofrequency device 90-s 3.5mm broke off in the pt's shoulder joint while being used. Physician was able to retrieve the broken piece. No injury to pt.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.